Event description:
The ge oec 9800 fluoroscopy system was reported to have locked up and was slow to respond to commands.

Manufacturer narrative:
A ge oec service representative investigated the issue and would replace the hard drive to restore function. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.